Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan alleging that the one touch ultra2 meter read inaccurately low. The medical surveillance specialist (mss) was unable to reach the pt for f/u questions. The following complaint was classified based on info obtained from lfs customer service. The pt reported a reading of 98 mg/dl on the lifescan meter and 237 mg/dl on another meter performed within 30 minutes of each other. The difference between these results falls outside the expected value of <=30%. The pt said, he continued to take his usual dose of diabetes medication due to the issue. The pt takes novalin 70/30 insulin but doesn't adjust his doses. He did not detail his complete diabetes management routine. He says, he has had the symptom of "dehydration" continuously last christmas when he thinks the inaccurate low readings began. He says he has gone to see a doctor about his symptoms. According to the troubleshooting performed with customer service, the test strips were within expiration dating. The pt's testing steps were correct. The unit of measure was set correctly at the time of testing. Although, the pt's management of diabetes is unk, this complaint is being reported because the pt alleged the meter read inaccurately low, and subsequently suffered symptoms indicative of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.